Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose level was 577 mg/dl. The customer addressed the high blood glucose by administering a correction bolus using the pump. A replacement pump was arranged to be sent to the customer, who will continue using their current pump for backup therapy and manual injections.